Event description:
Provide all known facts and information: an open incisional hernia repair was performed on the anterior surface of the patients abdominal on (B)(6) 2017. The surgimesh wn was implanted on the patients midline located on top of fascia. The surgimesh wn was a single use sterile device removed from its sterile packaging in the operating field. A drain was inserted at the end of the procedure and removed on (B)(6) 2017. A seroma was noted to have formed on (B)(6) 2017. The surgeon involved chose to not administer antibiotics and the surgimesh wn was removed on (B)(6) 2017.